Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or; malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient was in the ER due to redness and swelling at incision site. Some of the patient & sutures have become undone and the patient has been referred for explant. Device history records were reviewed and the device was seen to be hp sterilized, and pass all functional and quality testing prior to distribution. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
B5. Describe event or problem, h6. Adverse event problem codes; corrected data; supplemental 01 inadvertently omitted information known prior to submission.

Event description:
A file review discovered that the response from the physician also indicated that pus and abscess was seen with the infection. No other relevant information has been received to date.

Event description:
The physician has responded that the cause of the redness and swelling is due to an infection at the chest site. He stated that the sutures are intact and not the cause of the problem. Explant has occurred and surgery details were provided. Device history records were reviewed and the generator was seen to be hp sterilized prior to distribution. Device evaluation and return of the device is not necessary. It will not add value to the investigation as the root cause is known. No other relevant information has been received to date.

Manufacturer narrative:
H3. Device evaluated by MFR?; code 81, device evaluation and return of the device is not necessary. It will not add value to the investigation as the root cause is known.